Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2011; 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected right ventricular (rv) lead undersensing, which may have resulted in the device not detecting ventricular tachycardia (vt)/ventricular fibrillation (vf). The rv lead remained in use. No patient complications have been reported as a result of this event.